Event description:
Trial patient had program change 24 hours after procedure at doctor which patient stated that they were not able to void with large volume but their ability to urinate was not the same, patient stated that they had to wait for urine stream. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.